Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: started to have recurrent water accumulation in the left breast with severe swelling and sever pain, high fever and also stress disorders due to pain and fear.

Event description:
Patient representative reported left side "started to have recurrent water accumulation in the left breast with severe swelling and sever pain, high fever and also stress disorders due to pain and fear". Device has been explanted.

Event description:
Patient's representative reported "implant rupture". The device has been explanted and replaced with a non-allergan implant. This relates to the left side.